Event description:
It was reported that during use in a procedure at the user facility. The device continuous to run even when in off position. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during use in a procedure at the user facility. The device continuous to run even when in off position. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Additional information: d9. Device evaluation: follow-up report submitted to document device evaluation results.